Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code: 2017 - re-insertion.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7fr sheath hole prior to an interventional cardiac ablation procedure. Reportedly, the prostyle was successfully pre-flushed. A non-abbott 20g outer tube with syringe was connected to the marker lumen. Backflow was observed when the prostyle was advanced in the vessel. However, when the prostyle was withdrawn outside the vessel and negative pressure was applied on the syringe, air was not drawn in as expected. The device was removed, successfully flushed a second time, and reinserted. When the same issue occurred (there was backflow while in the vessel, no air with negative pressure on the syringe when withdrawn outside the vessel). The sutures of three new prostyle devices were successfully pre-placed. The sheath was upsized to a 17fr and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was reinserted after it was felt the device marker lumen was blocked. It should be noted that the prostyle instructions for use (IFU), states: ¿verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent.¿ and ¿if blood marking does not stop or significantly change, evaluate the angiogram for device position in the vessel, vessel size, calcium deposits, tortuosity, disease and for location of the puncture (ensure the footplate is not in bifurcation or side branch). Reposition the device to stop blood marking. Alternatively, reinsert a guide wire, remove the device to hold manual compression, insert a new device or insert a new sheath. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The devices flushed and functioned as expected. The pulling of vacuum with the device pulled up to the vessel wall would block or plug the marker port thereby preventing any material from moving while under vacuum. Pulling vacuum while in the vessel can help ensure the device foot in inside the vein lumen. However, if pulled out after and vacuum applied may not provide enough vacuum to pull blood out of the device lumen thereby giving a false negative. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.